Manufacturer narrative:
Manufacturer was able to conduct a DHR review from the information provided in the medwatch report. No issues/non-conformances were documented in the DHR. The device feature associated with the reported issue is the blood collection holder device manufactured by nellcor/cardinal health. The reported issue was reported to nellcor/cardinal to be investigated. No further investigation was possible, the user facility did not provide the complaint unit to the manufacturer for investigation. - [MDR mw5093496_(B)(4)].

Event description:
Rubber needle stopper failed in draw between blood culture bottle fills causing blood to spray. This was reported through a voluntary event report submitted to the FDA by the user facility; report #mw5093496.